Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The rotor offset was adjusted so that the pin inserted smoothly into the cog of the door open mechanism. This resolved the issue. No parts were replaced. A full imaging system check-out was completed following the adjustment and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system gantry was closed, but the pendant still displayed the door as open. The user physically tapped the gantry and the issue was resolved. There was no patient present when this issue was identified. No additional details were provided.